Event description:
The customer reported via phone call that the insulin pump had a constant tone. Customer's blood glucose was 280 mg/dl at the time of the incident. Customer stated that the pump won't let him press any buttons. Customer was sleeping when he received the constant tone. Customer stated that he took the battery out for 1 minute. Customer believes that there was a lost sensor alert prior to the constant tone. Customer was unable to successfully clear the lost sensor alert. Customer was advised to remove the battery for 5 minutes and then insert a new battery. Customer stated that the constant tone did not disappear. Customer was advised to monitor the pump and his blood glucose. Customer called back after resting the pump and stated that the new battery did not restore normal pump function. Customer stated that he also had a frozen display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no audio anomaly, frozen display or alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.